Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) unit does not pump. Device would not begin normal operation. There was no patient involvement.

Manufacturer narrative:
Additional information: matthew mcginty & matthew.x.mcginty@kp.org / biomed. It was reported that during preventive maintenance getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) would not begin normal operation. No faults or codes were provided to indicate a problem was present. To resolve the issue the fse replaced the regulator drive and muffler. There was no patient involvement.

Event description:
N/a.